Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent a skin revision surgery under general anesthesia and abutment replacement on (B)(6) 2025.